Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that a patient developed ischemia in their impella cp limb following implant. The patient's foot was marbled and there were no distal pedal pulse. Vascular surgery was made aware of the condition. The pump was explanted less than thirty six hours later. The procedural outcome was the patient survived surgery.